Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use the bd bactec¿ fx40 instrument poor growth curves were observed, which resulted in false negatives. This is a report of a single occurrence. No false results were reported out to the clinician or the patient. False results were due to user error. The following information was provided by the initial reporter: problems with growth curve - growth stops. Recommendations to the client were provided wo-02344592. Recommendations were given for the inoculated vials to be introduced into the equipment during the two hours following the sampling, since the false negatives occurred because the vials were entered more than 6 hours after the sample had been taken,problem was user error that was solved after this recommendations.

Manufacturer narrative:
H6: investigation summary: a failure was reported on a bd bactec fx40 (p/n 442296, s/n (B)(6)). Customer reported results issues on their instrument. Bd remote assistance worked with the customer and found that there was an error in sample handling. The samples were collected more than six hours before entering the vials into the instrument. The root cause was a customer workflow issue. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues.

Event description:
It was reported that during use the bd bactec¿ fx40 instrument poor growth curves were observed, which resulted in false negatives. This is a report of a single occurrence. No false results were reported out to the clinician or the patient. False results were due to user error. The following information was provided by the initial reporter: problems with growth curve - growth stops. Recommendations to the client were provided (B)(4). Recommendations were given for the inoculated vials to be introduced into the equipment during the two hours following the sampling, since the false negatives occurred because the vials were entered more than 6 hours after the sample had been taken,problem was user error that was solved after this recommendations.